Event description:
Customer reportedly obtained a result of 8.0 inr on the coaguchek system and 1.28 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.